Manufacturer narrative:
The reported moved plate and screw can be confirmed according to the scans provided for the custom orthognathic plate. It was reported that a sagittal split plate likely became unstable due to loose screw fixation resulting in plate movement and malalignment with associated open bite and pain while a fistula was present without identified organism. Scans indicated that a 6 hole plate was used and the original plate was removed and replaced with a custom orthognathic plate with increased height to restore alignment. Expert review concluded that the infection was not device related if proper sterilization was performed and the event was therefore classified as an adverse effect.

Event description:
It was reported that the device needs to be revised because the joint is not seated and the sagittal split plate is mobile.